Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.